Manufacturer narrative:
This is the second of two associated medwatch reports filed for this event. Two failed devices were used in the event. Due diligence was executed for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Two new and unused devices from the same box were also returned for evaluation. Manufacture date is not known. The user¿s complaint of probe damage was not confirmed. Mq received three devices, one was used and the other two are new and unopened in the original packaging. All three devices have the same model number tb-0535fcs however the lot numbers are different. For the device that was used the lot number is pw305126, the second device which is new has the lot number of pw305126, and the last new device has a lot number pw305146. The customer returned the devices for the evaluation of probe damage error received right away. The used device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is large amount of tissue build up. The ptfe pad (teflon pad) was inspected and found it is severely worn and exposing metal on the sides of the jaw. The teflon pad appears to still be intact and not showing metal exposure from under the teflon pad however there are signs of the pad being worn down on the sides. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Additionally the other two new devices were opened and tested; the devices were attached to the usg-400/esg-400 and a probe check was performed; the devices passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the devices; there is no tissue build up noted. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the devices were inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Event description:
As reported for this event, during an unknown procedure the device gave a probe damage error right away. Another device was used before this one and that device also gave the probe damage error. There is no reported adverse impact to the patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device lot indicated no anomaly inspection. Mishandling the device by user might have contributed to this event. The likely cause of the probe damage error might be per the following scenario: 1. The intensively wear of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error. The instructions for use includes the following statements which can prevent the issue from happening: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
This event occurred during the middle of a lath therapeutic procedure. Other than the first device that failed before this one there were no other devices involved in the event. There was a delay of unknown duration. The procedure was completed with a third replacement device, unknown serial number. Patient demographics were not provided. There was not patient injury or medical intervention associated with this event. The probe did not have any physical damage. The doctor was performing seat/cut at the time of the event. There was no exposed metal. A probe damage error code displayed. The device was inspected before use. No cords were bundled. No cable damage was observed.